Manufacturer narrative:
The reported event of lead damage was not confirmed. Final analysis found a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead was damaged during procedure. The lead was removed and replaced. The patient was in stable condition.